Manufacturer narrative:
Correction: e1 - corrected the physicians name and address.

Event description:
Additional information found the patient had one of their leads explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47626. It was reported one of the patient's leads had high impedances causing auto-reducing. Surgical intervention may take place at a later date to address the issue. Note: it is unknown which lead had high impedances, as such both leads are being reported.